Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed presence of tortuosity within patient's descending abdominal aorta, and the esheath was kinked at the middle shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. The reported event of withdrawal difficulties was empirically confirmed based on similar events. Available information suggests that patient factors (tortuosity) and procedural factors (damaged sheath) likely contributed to the event as per information provided and imagery evaluation there was presence of tortuosity in the abdominal aorta, and the sheath was kink at middle shaft. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. If the sheath was previously damaged, it can cause further resistance as the delivery system is withdrawn into it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to a report from our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra valve via transfemoral access, resistance was encountered while withdrawing the delivery system through the esheath. This led to a dissection in the descending abdominal aorta, necessitating an endovascular aneurysm repair (evar) with placement of covered stents. Based on medical assessment, the primary contributing factor was the patient's anatomy, specifically a tortuous descending abdominal aorta.